Event description:
"Drill exploded into pt" and "a spring and screw fell into the pt" was initially reported through sales rep. At the time of the initial report, the hosp was performing x-rays and the sales rep was driving to the hosp to get more info. On follow up it was determined that the finger pad and pin detached from the finger control lever of the motor. The pad was immediately located and retrieved from the pt wound site. Prior to closure, pt x-ray was taken to determine if any other parts were present in the wound site. Retaining pin for finger pad was identified on x-ray and was removed from pt. Procedure was a decompression foramenotomy laminotomy lumbar 2 level. Add'l activities resulted in approx 20 mins delay in completion of procedure. There was no pt impact.